Manufacturer narrative:
(B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products - unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03872 & 0001825034-2017-03873.

Event description:
It was reported that a patient experienced an unspecified complication with the acetabular liner 9 years post-implantation. No revision was reported; however, the surgeon alleged a design issue with the locking ring that may have contributed to the complication. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.